Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a mitraclip xtw, it was observed that the coating was torn and misshapen. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
H6 medical device problem codes 1454 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip introducer material. There is no indication of a product issue with respect to manufacture, design, or labeling.